Event description:
The customer reported that the v60 ventilator was not stabilized, and the values were out of range. It was unknown how the issue was found. No user impact and/or harm was reported. Additional information about the event has been requested. The investigation is ongoing.

Manufacturer narrative:
H10: e1-(B)(6) .